Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported leak was duplicated by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures.

Manufacturer narrative:
Device not yet returned for investigation.